Manufacturer narrative:
A customer in the united states reported the occurrence of a false susceptible ampicillin result (mic=8) in association with the vitek® 2 ast-gp75 test kit (UDI (B)(4)) while testing an enterococcus faecium isolate. The customer submitted the isolate for evaluation. An investigation was performed. The isolate was identified as enterococcus faeciumas and tested in duplicate on retained samples of the customer lot and a random lot of ast-gp75 cards. Agar dilution, the reference method for ampicillin, was performed as well. One card of the customer lot gave a susceptible result of mic =8, whereas the second card gave a resistant result mic >=32. Both cards of the random lot, gave a susceptible result of mic=8. Agar dilution gave a resistant result of mic >64. The customer card giving the mic >=32 is in agreement with the reference method, but the 3 cards giving mic =8 are not when compared to the reference method. The investigation concluded the isolate exhibits atypical growth behavior and the vitek® 2 ast-gp75 test kit is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported the occurrence of a false susceptible ampicillin result (mic=8) in association with the vitek® 2 ast-gp75 test kit while testing an enterococcus faecium isolate. Repeat testing via gp75 card obtained the same result. Testing via alternate method (etest®) provided an ampicillin result of resistant (mic >256). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation has been initiated.